Event description:
Boston scientific received information that a revision procedure was done due to diaphragmatic stimulation. The physician had a difficult time getting the device out of the pocket, so he used claws. After repositioning the lead, he inspected the device and saw that the header had become separated from the can. The device will not be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.